Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A clinical specialist reported an end user experienced an issue when using a 5-probe procedure pack-activation, 15cm. When the ire procedure was completed for a rectal stricture, a partnered urologist had forced an ultrasound transducer into the patient's rectum, likely causing damage. The ire procedure of the prostate was completed within the normal parameters with no issues. A few weeks postoperatively, the patient noted air to be passing via his urethra. Assessments and investigations revealed a urethrorectal fistula. Conservative management of the fistula was implemented with a foley catheter. Dr. (B)(6) request published literature on ire literature in regard to urethrorectal fistula. This was shared on april 10, 2026. Ongoing monitoring will be performed for the patient. It was reported the fistula did not resolve itself with conservative management. The physician was going to attempt to find the tact via the urethra, fulgurate, and instill it with tissue sealant.